Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer¿s blood glucose. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.